Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10jul2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. Biopsy results showed pseudo fibrous capsule with inflammatory reaction to silicone and an absence of neoplasia. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.